Event description:
Two coronary stents with delivery systems were successfully deployed at the site in the pt's right coronary artery. Attempts to advance a third coronary stent with delivery system through the two deployed stents were unsuccessful, and resulted in the stent dislodging off the balloon catheter. The stent location could not be identified on intravascular ultrasound which revealed poor vessel flow. Therefore, the pt was sent for coronary artery bypass graft surfery. Surgery was successful and there were no additional clinical sequelae reported relative to the event.